Event description:
Information received by medtronic stated that the cracked in case. Customer stated that the retainer ring was not damaged. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer complained about the unit having physical damage on the belt clip rail area. Unit passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked retainer and scratched case. Corrosion in battery tube. Unit was confirmed for cracked case at belt clip rail corner of the unit and corrosion on battery tube. Unit passed required testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.